Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2007 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 149644, model/catalog description: phase iii linear lead - 50 cm.

Event description:
A report was received that the patient was too much rib stimulation. The patient underwent an explant procedure.